Event description:
Affiliate reported that the csf fluid leaked back through sleeve sensor to the connection between microsensor and icp cable. The problem was first detected when monitor began to alarm that the probe was and was not detected. On examination, it was found to be leaking csf from the connector that goes into the interface cable. On removal of the probe, the last approximate 6mm of the outer cover was seen to be missing. Skull x-ray was done. The piece is still in situ. It was the distal tip that is in patient. Probe was inserted through the wound and had been straight forward procedure. Hospital does not believe it could have been damaged in-situ without causing injury to patient. Estimating that there is 6mm missing as there is 5mm of exposed wire and the practitioner assumes that there is a sensor of some type on the end of the wire.

Manufacturer narrative:
It has been communicated that the device has been discarded. Since the device is not available, codman is unable to conduct a proper investigation. The lot information has been provided, therefore, a review of the device history records will be performed. We anticipate that the record review will confirm that the device conformed to specifications. However, if anything otherwise is noted, a follow up report will be filed.